Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: brand name, product / lot code / expiration date, date of implant, PMA/510(k) number, manufacture date. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision has occurred. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent a knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to unknown reasons.